Event description:
It was reported the the pacemaker went into backup operation during the device upgrade. The device was then downloaded after three attempts with original firmware and upgraded successfully. The patient remained asymptomatic.